Event description:
The customer states that the axsym processing lid fell unexpectedly. The customer states that the lid mechanism is not holding the lid up in a secure position. No injury to the customer was reported.